Manufacturer narrative:
H6: investigation summary: this summarizes the investigation results regarding your complaint that alleges receiving mixed results when running a kit rapid detection of sars-cov-2 veritor (material # 256082), batch number unknown, on two different analyzers. Bd quality performs a systematic approach to investigate erroneous results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The product instruction for use (IFU) states, ¿results will appear on the screen. Record result and remove test device. Properly dispose of test device. Do not re-read test devices¿. Technical support (ts) advised the customer to not re-read the test devices. The root cause was traced to user - failure to follow instructions. A trend analysis for erroneous results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 on the bd veritor¿ rapid detection of sars-cov-2, discrepant results from the same test cartridge were produced from two different analyzers. The first analyzer gave a positive result, while the second test performed shortly after gave a negative result. Test cartridges are single use, and meant to be read one time by the veritor. There was no indication that confirmatory testing was performed, nor that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer introduced the test cartridge on two different analyzers. The first time on analyzer with sn: (B)(6), the test gave a positive result, the second time (done a few minutes later) the test was introduced on analyzer with sn: (B)(6) and it gave a negative result."

Event description:
It was reported while testing for sars cov-2 on the bd veritor¿ rapid detection of sars-cov-2, discrepant results from the same test cartridge were produced from two different analyzers. The first analyzer gave a positive result, while the second test performed shortly after gave a negative result. Test cartridges are single use, and meant to be read one time by the veritor. There was no indication that confirmatory testing was performed, nor that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "customer introduced the test cartridge on two different analyzers. The first time on analyzer with sn: (B)(4), the test gave a positive result, the second time (done a few minutes later) the test was introduced on analyzer with sn: (B)(4) and it gave a negative result."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.